Manufacturer narrative:
(B)(4).

Event description:
It was reported during a pre-implant device check upon interrogation the device was in bvvi. Upon reinterrogation of the device no bvvi message was present and the device was successfully interrogated. The device was programmed bi-v vvi and was displaying markers.